Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to load, handling, or other issues. The event can be prevented by following the instructions for use (IFU) which state: chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Event: no additional information was available. The device was evaluated, and the reported issue was not confirmed. No leakage was discovered on the distal end. A leakage was discovered inside the channel tube. Due to a pinhole on the channel tube, water tightness was lost. The nut was loose. Due to deformation of the lever mount, the forceps control lever did not move smoothly. Due to wear of the forceps elevator lever, the up/down knob could not be locked securely. -due to wear of angle wire, bending angle in the direction does not meet the standard value. The adhesive around the light guide lens has wear. The light guide lens had a chip. The adhesive on the bending section cover had a discolored area. The connecting tube had peeling coating and was deformed. Scratches were found in multiple locations. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was leaking at the distal end. No patient injury or procedure impact reported. During the evaluation of the device, it was noted there was a gap of adhesive on the distal end between the acoustic lens and ultrasound probe. This report is to capture the reportable malfunction of the gap of adhesive on the distal end between the acoustic lens and ultrasound probe noted at estimation.